Event description:
It was reported that the right ventricular lead bipolar pacing configuration impedance and capture threshold have been gradually increasing for about two and a half years and both are now high. Testing was done in the unipolar pacing configuration also, however the impedance and thresholds were similar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.